Event description:
During the premature ventricular contractions procedure with pfa, there was a procedural delay. After inserting the advisor hd grid catheter into the right ventricle and performing mapping, the approximate origin was determined. The catheter was exchanged to the tactiflex se catheter, and shortly thereafter an electrode disconnected error for the left leg patch or system reference patch appeared. The left leg patch and the system reference patch were reapplied, and the connectors were reconnected to the surfacelink, but the error could not be resolved. The left leg patch and system reference patch were replaced with the alternative patches, and the study was re-entered from last study and validation could not be completed, but the error was not resolved. ¿resume study¿ was performed, but the catheter navigation was not displayed, and the communication with tactisys was not established. The study was re-entered from new study, but validation could not be completed. The tactiflex catheter was replaced, but the issue was not resolved. The mapping system was changed from the ensite x to a non-abboot system (carto), and the procedure was completed with no adverse consequences to the patient. For the subsequent procedure, both the amplifier and surfacelink we replaced as a corrective measure. The issue was thought to be caused by the surfacelink, and/or the ensite x amplifier, however, the amplifier completed the self-test successfully and communication with the dws was confirmed.